Event description:
The account generated a negative prism hcv result on a plasma donor who tested pcr positive. In 2008, the plasma donor tested prism hcv negative and pcr negative. At about 26 days later, the plasma donor tested prism hcv negative (0.07 s/co), innolia blot negative but pcr highly positive. In subsequent continuous testing with additional samples, the innolia blot was positive and borderline reactive prism hcv (0.89 s/co) results a week later. The current sample testing is prism hcv reactive and innolia blot positive. The donor genotype is central-european. The negative prism hcv result was not reported outside of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
Investigation in process, no method, results or conclusion code can be chosen at this time. This report is being filed on an international product, prism hcv, list 6a52, that has a similar us product distributed in the us, prism hcv, list 6d18. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4) - the analytical sensitivity was evaluated by testing panel members a to e (serum reactive for core, ns3, ns4 or s5 or reactive for all antigens.) The clinical sensitivity was assessed using hcv seroconverter panels. The conclusion is that the analytical or clinical sensitivity is not compromised. No returns were received for this investigation. The investigation team completed an investigation and the results are as follows: testing was performed using a retained kit stored at abbott laboratories of prism hcv reagent kit, lot number 66322hn00, to assess the analytical and clinical sensitivity. The analytical sensitivity was investigated by testing panel members a to e (serum reactive for core, ns3, ns4 or ns5 or reactive for all antigens) and all results were within the release specifications. The clinical sensitivity was assessed using hcv seroconverter panels. Lot number 66322hn00 detected the same number of reactive bleeds with comparable or better s/co values for 2 different core seroconverter panels and detected one more reactive bleed for 2 ns3 reactive seroconverter panels compared to the vendor data for prism hcv. A review of the data from the customer laboratory suggests a seroconversion for the patient due to a recent hcv infection as the pcr was negative for the bleed of (B)(4), 2008 and positive for the bleed of (B)(4), 2008. Further, a delayed immune response (window period) can be observed since anti-hcv antibodies were not detected with the innolia blot on the (B)(4), 2008 but were detected in a follow-up bleed. In additional follow-up bleeds, the prism hcv assay was greyzone reactive with 0.89 s/co or reactive. Therefore, during the window period, the amounts of anti-hcv antibodies were at the beginning too low for detection in a screening assay like prism hcv and raised to the end of the window period to amounts of anti-hcv antibodies that are detectable. The detection of anti-hcv antibodies may differ for screening assays as well as supplemental tests and is dependent on the nature of the individual specimen. This is explained by the different assay formats, different antigens and antigen concentrations used leading to discrepant results. As part of this investigation a review of the complaint and manufacturing records for prism hcv, list number 6a52-48, lot number 66322hn00 was performed. This review did not identify any problems relating to the customer observation. Based on this investigation, it is determined that prism hcv, list number 6a52-48, lot number 66322hn00, identified in this complaint, is performing acceptably. This is a final report.